Event description:
Caller reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. Caller successfully loaded a cartridge and resumed insulin therapy, resolving the issue.